Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she met with female representative about 3 months ago at confirmed managing physician office about the numbness in her hands that started in finger tips to see if that came from the stimulator. The rep said no, that wasn't from the stimulator. Patient said since then she's had several tests done on different areas like steroid shots in her neck, cat scan on brain and nothing had helped with the numbness in the hands issue. Patient said she left a message with her dr. To see if hcp could take the leads out and put new leads in to see if that helps because patient thinks maybe it's the leads that are making her arms and hands numb, patient reported sometimes having numbness in her hands and foot.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) it was reported that in (B)(6) 2020, the patient started noticing unexpected stimulation, which was described as "shooting electrical pulses" down their arm and sometimes in different places in their body 3-4 times during the day. The "electrical pulses" continue even when the ins was turned off. The patient explained that the sensation was "not extreme" nor uncomfortable. Given that this occurred when the ins was off, the patient was thinking it could be due to a pinched nerve. They mentioned they had been painting a room and had gone through a lot of "up and down movements" while painting. Patient services advised the patient to keep the ins off, to turn the amplitude down to 0 volts on all programs, and to see their doctor to have their device checked. The patient mentioned they don't have a physician managing their device, so they would have their primary physician schedule an appointment with a manufacturer representative (rep) to check the device. No further complications were reported or anticipated.